Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was 187mg/dl. A pump system check was performed and the occlusion was found to be within the infusion set tubing. The customer changed their cartridge, infusion set and infusion set site and successfully resumed insulin delivery. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer was to switch to novolog insulin soon.